Event description:
It was reported, that the patient presented for a follow-up in clinic. Upon interrogation, it was noted, that the atrial lead exhibited failure to capture and under-sensing. The atrial lead was repositioned on (B)(6) 2024. The patient was in stable condition.